Event description:
It was reported that an inquiry was needed regarding a presenting electrocardiogram as there was a misalignment of markers seen involving this device. A review of the device data by engineering confirmed that here was instances where a scan was detected however connection was not completed. Engineering noted that the misalignment visible was likely due to poor telemetry/proximity to the monitor. At this time the device remains implanted. No adverse patient effects were reported.